Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the 2.50x16mm taxus express2 drug eluting stent was removed from the packaging, the physician noticed the stent struts were raised off of the balloon. The procedure was successfully completed with another taxus express2 stent. No patient complications were reported.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.